Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 4.2 cm abdominal aortic aneurysm. It was reported that, during the index procedure, the physician observed an endoleak that was thought to be lumbar filling but was later determined to be a possible type iii fabric endoleak. A follow up angio was conducted two days post index procedure but no endoleak was observed. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact type and cause of the endoleak seen at the end of the procedure could not be determined from the films provided. Final angio injection images injecting from above the level of the suprarenal stents showed contrast/endoleak primarily coming from along the (patient¿s) left side of the stent graft, ~40mm below the top of the bifurcate just above the level of the flow divider. Contrast blush was also seen along both sides of the limbs near the bottom of the sac. Angiogram images 1-day following implant revealed no contrast outside the stent graft, and likely resolution of the previously seen endoleak. Although a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Poor angio resolution did not allow for a complete assessment of the endoleak source and type. In addition, no endoleak interrogation (injecting from different levels within the stent graft) to help determine the source and rule out other endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided, making determination of the endoleak difficult. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. If information is provided in the future, a supplemental report will be issued.